Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the repair record confirmed that there was no history of repair from service request order information. Based on the results of the investigation and information gathered, since 8 years and 6 months have passed since manufacturing, it is considered to be a failure due to aging. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Updates from customer response regarding event reported. Further communication with the customer conveyed the following information: issue occurred in the middle of a laparoscopic cholecystectomy. Patient is under anesthesia and stable. The device was not replaced. The intended procedure was completed , no injury or harm to the patient. No further information provided.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found the device will make audible alarm and light on the front panel turn off intermittently due to faulty main board. In addition, the device was observed with old version power switch and needs to be upgraded. Based on evaluation findings, the reported issue was identified to be attributed to a faulty main board. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
During an unspecified procedure, it was reported that the patient was fully insufflated, the device would just beep, would turn it off and back on and just beeping. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found a faulty main board and front panel issue. This report is being submitted for faulty main board failure.